Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer states that notification light continued to flash. Customer¿s blood glucose was 21mmol/l at time of incident which was high. Insulin pump will not be return for analysis.